Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was learned through implant patient registry that a patient with a 21mm 11500a aortic valve was explanted after an implant duration of 1 years, 6 months due to unknown reasons. The explanted valve was replaced with a 21mm 11060a valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Dehiscence refers to the separation of the prosthetic valve from the surrounding heart tissue, typically at the sewing ring where the valve is sutured to the annulus. This separation can cause blood to leak around the valve (paravalvular regurgitation), reducing its effectiveness and straining the heart. This generally occurs due to patient-related anatomical factors, such as irregular anatomy, which may lead to increased stress on the surrounding tissue over time. This is often as a result of successive dilation of cardiac structures caused by progressions of valvular disease. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including the reported patient conditions cad, hld, and htn likely contributed to the reported event. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was learned through implant patient registry that a patient with a 21mm 11500a aortic valve was explanted after an implant duration of (B)(6) due to dehiscence. The explanted valve was replaced with a 21mm 11060a valved conduit. Per medical records, patient presented for redo avr due to aortic valve dehiscence with severe regurgitation, in the presence of pseudoaneurysm and healed endocarditis. Intraoperatively, aortic valve was noted to be completely dehisced from the annulus with no evidence of acute endocarditis. Surgeon encountered severe calcification of the aorta and proceeded to perform a partial endarterectomy of aorta. A 21mm 11060a valved aortic conduit was anchored into place. Patient was weaned from bypass and tee demonstrated good biventricular function. Following sternum closure, patient crashed, chest was reopened, and heart was noted to have severe biventricular failure. After being placed on emergent bypass, significant clotting inside the heart was noted. Multiple closed in the left atrium and left ventricle were noted. Patient status was deemed unsalvageable and expired in the or. This is a 78-year-old female patient edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.